Event description:
It was reported that the bd safeassist¿ safety pen needle had incorrect label information. The following information was provided by the initial reporter, translated from german to english: sku: 329917 safeassist product on the field with incorrect pzn number (germany) and incorrect pharmacode (switzerland) incorrect codes pzn: 15320176 phc: 6365731 correct codes pzn should be 15320182 pharmacode 6365748.

Manufacturer narrative:
H6: investigation summary no samples/photos were returned for investigation. No DHR review can be carried out as lot number is unknown. This complaint was confirmed to be a packaging graphics error therefore a review of the packaging process at the site is not required.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd safeassist¿ safety pen needle had incorrect label information. The following information was provided by the initial reporter, translated from (B)(6) to english: sku: 329917 safeassist product on the field with incorrect pzn number (germany) and incorrect pharmacode (switzerland) incorrect codes: pzn: 15320176. Phc: 6365731. Correct codes: pzn should be 15320182. Pharmacode 6365748.